Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Additionally, if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab has identified hemostatic valve separation. It was initially reported by the customer that there was part inside the sheath hub that was broken and the dilator could not be inserted. As such, the sheath was replaced the issue resolved. There were no patient consequences. It was also reported that the valve did not become detached and the sheath was not used on patient because the dilator would not insert. The customer¿s reported issue of hemostatic valve damage was assessed as not reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 1/29/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the hemostatic valve was sitting in a vertical position as opposed to its usual horizontal. A kink was also observed in the shaft for about 6 inches from the tip. Brim cap looks intact. The returned condition was evaluated and determined to be MDR reportable for the hemostatic valve becoming detached. However, the bent shaft issue is not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 1/29/2020 and reassessed this complaint as MDR reportable.

Manufacturer narrative:
It was reported a patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium for which biosense webster¿s product analysis lab has identified hemostatic valve separation. It was initially reported by the customer that there was part inside the sheath hub that was broken and the dilator could not be inserted. As such, the sheath was replaced the issue resolved. There were no patient consequences. It was also reported that the valve did not become detached and the sheath was not used on patient because the dilator would not insert. The customer¿s reported issue of hemostatic valve damage was assessed as not reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 1/29/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the hemostatic valve was sitting in a vertical position as opposed to its usual horizontal. A kink was also observed in the shaft for about 6 inches from the tip. Brim cap looks intact. The returned condition was evaluated and determined to be MDR reportable for the hemostatic valve becoming detached. However, the bent shaft issue is not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Device evaluation details: the device evaluation has been completed. The device was visually inspected and hemostatic valve was found detached inside hub and shaft was kinked. The hemostatic valve could have been detached and shaft kinked due to an external force while inserting the device thru the sheath, but this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device 00001187 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).